Event description:
The customer reported that while reprocessing various olympus connecting tubes, the clips broke off. There was no patient involvement during these events. This report is 5 of 14. Please see the following patient identifiers for the related events: (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device has been returned to olympus for evaluation and the customer's allegation was confirmed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that connector of connecting tube was unable to be connected as external stress was applied to the tube, which broke the connector. This may have been caused by the user applying force in the incorrect direction. However, the specific root cause could not be determined at this time. The suggested event can be detected by handling the device in accordance with the instructions for use (IFU): "9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.